Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not showing up on station due to configuration issue. The technical support specialist accessed server, selected the device, enabled show recurring admissions and then logged into medapplication to pulled up patient in facility search to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, patients and orders did not show up on the station, but they appeared in the es server with all the orders. The customer reported that this malfunction occurred when a user was trying to issue medication to a patient. The customer stated that there was no delay in the patient's workflow, however, the pharmacy had a process in place to obtain the required medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b5, d1, d1, d5, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not showing up on station. A technical support specialist accessed server, selected the device settings, enabled show recurring admissions and saved, then logged into med application to pull patient in facility search to resolve the issue. The system functioned as intended after troubleshooted by the technical support specialist.

Event description:
It was reported that when using the bd pyxis medstation system, patients and orders did not show up on the station, but they appeared in the es server with all the orders. The customer reported that this malfunction occurred when a user was trying to issue medication to a patient. The customer stated that there was no delay in the patient's workflow, however, the pharmacy had a process in place to obtain the required medications. There were no adverse events or injuries reported based on this incident.